Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms and battery failed alarm. The customer¿s blood glucose level was 280 mg/dl at the time of incident. The customer performed self test and displacement test and it passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarms, pump error 38 alarms, pump error 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside of the device and passed. No unexpected failed battery test alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.